Manufacturer narrative:
Additional product codes include, dqo, catheter, intravascular, diagnostic. Dqe, catheter, oximeter, fiberoptic. Kra, catheter, continuous flush. Dqk, computer, diagnostic, programmable. Drs, transducer, blood-pressure, extravascular. Dsb, plethysmograph, impedance. Dxn, system, measurement, blood-pressure, non-invasive. Qaq, adjunctive predictive cardiovascular indicator. The devices were not available to be returned for evaluation. Without return of the units, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. The device history record review was unable to be completed as the lot number is unknown. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
As reported during use the swan ganz catheter blue (cvp) port completely broke in half on multiple occasions. It was unknown how many times this occurred in total. There was no patient injury. The devices are not available for evaluation per the customer.